Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name and email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use there was a leakage of blood from the tip of the syringe. There was no disinfection or sterilization, and no infectious diseases. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Received for investigation a decontaminated syringe without original packaging. Pictures were also attached. No other components including the filter-pro and needle were returned. Visual inspection of the used sample showed damage to the shoulder of the syringe barrel. The noted damage resulted in a hole being present, thus complaint confirmation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. A quality alert was previously issued to production to heighten awareness to this potential issue. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.